Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure of the probe occurred. The condition of aspiration was unknown. The procedure was completed after replacing the product with another one. There was no patient harm. Additional information and product sample have been requested.